Event description:
Champion-af study. It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted with complete device seal noted. The patient was discharged on rivaroxaban and aspirin. 929 days post index procedure, it was noted the patient did not return calls for the planned three (3) years visit. An obituary site was checked where it was found the patient passed away and the cause of death was unknown. At the time of the event, the patient was on aspirin. There are no further details available.